Event description:
It was reported that high impedances (>10,000 ohms) on electrodes #0 to 7 on the lead component of the patient¿s implantable neurostimulator (ins). Additional diagnostics and troubleshooting included x-rays (results not reported). The patient experienced symptoms of pain at the location of the lead. A revision was performed where the lead was replaced. No malfunctions were seen intra-operatively. Following the revision, the patient was reported as doing well and receiving effective therapy. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2015 (B)(6); product type lead product ID 97791, lot# n369965, implanted: 2013 (B)(6); product type accessory product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).